Event description:
The healthcare professional, via the manufacturer representative, reported the tined lead could not be advanced into the header of the implantable neurostimulator (ins) during the procedure. There were no environmental factors that could have contributed to the issue as it was taken straight from packaging to the operating table. Multiple attempts were made to insert the lead over approximately 10 minutes. The ins was never implanted and replaced with a different ins. The issue was resolved.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Please note that this device was previously reported on (B)(4) 2016 to have been lost. The device has now been received on (B)(4) 2017 at the site for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicated the product was received by the company at an international site, and was shipped to a different site for analysis; however the product has not been received at the site to perform analysis. The current device location is unknown and an investigation is ongoing to locate the device.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found the ins connector module connector part(s) out of alignment strain relief. Difficulty was encountered when attempting to insert a known good lead into the connector port. Several of the connector edges as well as the weld pools on the connectors get stuck on the edge of the #0 connector of the ins depending on the orientation of the lead. The bore of the strain relief insert appears slightly angled and does not align with the opening in the #0 connector. It was also observed that the ins setscrew has been backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.